Manufacturer narrative:
Visual inspection of the catheter showed there was dried body fluid on the handle, main body tubing and distal end. Dried saline was also present on the distal end and inside several irrigation ports. The butt bond seal was cracked, and a rust color was observed inside the gap between the shaft halves. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical continuity checks, while manipulating the catheter shaft, found no open circuits, as checked manually using a multi-meter and breakout box. The magnetic sensor, however, was electrically shorted in the straight, right and left curve configurations. Sensor #1 and sensor #2 were also shorted to the tip. All electrode and thermocouple resistances measured in specification and were typical. X-ray inspection demonstrated that there was dried fluid debris inside the distal end cavity and heavy corrosion to one sensor wire.

Event description:
This event is reportable upon analysis completed october 30, 2019. It was reported that during an ablation procedure for ventricular tachycardia, using an intellanav oi ablation catheter, the stockert generator stopped the ablation and displayed a catheter error message. This happened several more times until the intellanav oi catheter was exchanged for a new one (same model). This cleared the error and the procedure was successfully completed without any patient complications. Device analysis found that the magnetic sensor was electrically shorted due to dried saline and/or body fluid inside the distal end; the location for fluid entry was isolated to a cracked butt bond seal.